Manufacturer narrative:
This is follow-up 1: the device was received on 13th september 2019. Conducted visual and functional test / inspection. Result: pin pressure is out of specifications. Interval of the supplier maintenance was exceeded by the customer. As the device was out of specification, it generally cannot be excluded that the device has contributed to the event. From our experience we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
No additional information in this follow-up.

Manufacturer narrative:
No evaluation possible as the device was not returned.

Event description:
Customer service was contacted on (B)(6) 2019 by customer. Customer stated, that the surgeon had a slippage.